Manufacturer narrative:
H3: product analysis- part# 9560524, lot# my20l001- after visual and optical examination it appears that the loctite has been removed from the attachment locking screw area. This type of failure is consistent with the joint being taking apart and assembled incorrectly at some point, possible at cleaning. H6: eval. Code result and eval. Code conclusion updated post analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a flex arm used in an med. It was reported that the part that connected to the tubular retractor turned round and round and did not lock when used. The arm does not lock even when the handle is turned. During the operation, the tip holder part loosened and came off. Therefore, the product was changed to another flexible arm for dealing with it. There was a patient involved in the event. There was no patient complication/ injury reported. The patient was on the operating table when reported event occurred and the reported product was used in operation field. No further complications were reported/ anticipated.